Event description:
Verbatim: flush syringe tip broke off in top of stop cock.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating that the tip of a flush syringe had broken off inside a stopcock. To support the investigation, one empty sample, without a packaging flow wrap, assembled to a stopcock was submitted for evaluation by the quality team. A visual inspection confirmed that the syringe barrel tip had fractured and remained lodged within the stopcock. No additional defects or irregularities were observed. Previous investigations have determined that this condition can occur when excessive torque is applied during the assembly of the syringe to the stopcock. A device history record (DHR) review was conducted for material number 30654778, lot 5016913. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed.